Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 30 and 40 mg/dl. The customer felt their blood glucose drop in the car but was not in a car accident. The customer was treated for their blood glucose with IV fluids. The customer was not wearing the insulin pump for a little while during their hospital stay but was hooked back on the device once they left the hospital. It is unknown what may have caused the blood glucose to drop. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted. The insulin pump passed the displacement accuracy test.